Event description:
Missing report - trends missing. Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. Manufacturer response for remote cardiac monitoring platform, carelink (per site reporter).